Manufacturer narrative:
The investigation confirmed the customer's qc results were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg+ss results for two patients tested on a cobas 8000 e 801 module. Prior to patient testing, it was reported the customer's calibration and qc results were within the acceptable ranges. The initial hcg results were not reported outside the laboratory. The customer determined the initial results were incorrect and the samples were repeated. Patient 1's initial hcg result was 1.24 miu/ml. It was reported the e 801 module detected foam. The hcg reagent lot number was 5742700 with an expiration date requested but not provided. The patient's repeat hcg result was 13.8 miu/ml. The hcg reagent lot number was 58457502 with an expiration date of 31-jul-2023. Patient 2's initial hcg result was 5.43 miu/ml. The hcg reagent lot number was 58457502 with an expiration date of 31-jul-2023. The patient's repeat hcg result was 39.6 miu/ml. The hcg reagent lot number was 58457502 with an expiration date of 31-jul-2023. The customer determined the repeat results were correct and reported outside the laboratory.

Manufacturer narrative:
It was reported there were no bubbles in the reagent or the samples. The investigation reviewed the customer's calibration results and the reuslts were acceptable. The investigation reviewed the system's alarm trace and there was presence of foam detected by the e 801 module camera. The investigation confirmed the customer's instrument check had acceptable results. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.